Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approximately 2yrs 10 months implant duration due to endocarditus an a fungus ball on the patients native posterier annulus. No further information available.